Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2019-aug-29 _e2 (rep): additional information was received from the rep on august 29, 2019. It was reported that the out of range electrodes had not resolved. No further actions have been taken nor were any reported to be planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that "settings not available" was seen on the controller. The manufacturer's representative (rep) stated that the patient was able to decrease but not increase. Rep reported that they met with the patient to reprogram him on friday and she programmed on his only 4 viable electrodes, as all others were out of range. But issue was still occurring on all groups. Rep to meet with the patient again today. Rep confirmed at pw were greater than 200. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the rep met with the patient to optimize programming and there were no issues, but when the rep checked impedances, one electrode was yellow. Then, on (B)(6) 2019, the patient contacted the rep and informed the rep they were getting a message of "settings not available" on the patient controller. The rep met with the patient on (B)(6) 2019, and the one electrode that was yellow was no longer yellow, but rather red along with 8 other electrodes between the two leads. The rep performed reprogramming to exclude the non-viable contacts. No symptoms were reported but when asked if the patient has had any falls, the rep responded stating they patient has had "other medical issues" since implant but did not elaborate. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-03. The patient hasn¿t called the rep with any information after the reprogramming on (B)(6) 2019-. This information was confirmed with the physician/account. No further complications were reported/are anticipated.